Event description:
It was reported that smartsite needle-free connector had flow issues. The following information was provided by the initial reporter: smartsite seal unable to be penetrated to be injected in to. After insertion of a new in cannula, a one-way injection bung was screwed on. Staff report that they are finding too many "faulty bungs" that they have not been able to inject down, meaning they have to unscrew and reconnect multiple bungs till they find one that injects safely. This creates an infection risk and risks dislodging the IV cannula. Items were disposed of once found to be faulty - after being in contact with patient's IV cannula (therefore considered contaminated).

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device catalog#: 2000e. D.4. Unique identifier (UDI) #: (B)(4). D.4. Medical device lot #: 20016545. D.4. Medical device expiration date: 1/24/2023. H.4. Device manufacture date: 01/24/2020. H.6. Investigation: a 2000e sample was not available for investigation of this feedback; however the customer indicates that an occlusion was identified when attempting to flush the sample. Please note the customer initially reported a 2000e-04 as the affected sample, however following record checks for the lot provided it was confirmed the correct product ref to be 2000e. A review of the production records for lot 20016545 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. CAPA# (B)(4) was initiated. H3 other text : see h.10.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20016545. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that smartsite needle-free connector had flow issues. The following information was provided by the initial reporter: smartsite seal unable to be penetrated to be injected in to. After insertion of a new in cannula, a one-way injection bung was screwed on. Staff report that they are finding too many "faulty bungs" that they have not been able to inject down, meaning they have to unscrew and reconnect multiple bungs till they find one that injects safely. This creates an infection risk and risks dislodging the IV cannula. Items were disposed of once found to be faulty - after being in contact with patient's IV cannula (therefore considered contaminated).